Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted.(B)(4).

Event description:
It was reported the package had a hair in it before it was opened. The actual dressing was discarded and not used.

Manufacturer narrative:
The device history records and retained samples were reviewed for lot# 2500066 and found discrepancies. The manufacturer investigated this issue by confirming daily cleaning checklists were completed and the associates involved in the pouching process of lot# 2500066 were trained on clean room gowning instructions. No previous investigations are available for this lot# and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 15, 2016. (B)(4).